Event description:
The ve lvad was implanted in 1999. A review of a wave card from the site noted a higher than average current. In conversation with the site, they reported a large amount of dust at the y-connector. A vent filter was returned to the MFR for analysis. Both the review of the wave card and vent filter analysis confirmed pump wear indicative of "touchdown". As a result, the ve lvas was explanted and replaced with a snap ve in 2001. The pt continues to do well on pt's second vad. The explanted vad was returned to the MFR for analysis on 6/20/01.